Manufacturer narrative:
No unexpected blank display anomalies noted; no punctures on c13isolation tape on lcd board noted. Unit received with cracked and bleeding lcd glass. Unable to perform displacement test, and off no power test due to lcd physical damage. Cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, missing end capsticker and loose/protruded drive support disk.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen after dropping the device on the floor. The customer states that the screen is displaying inaccurate readings. The patient's blood glucose level was 113 mg/dl at the time of the call. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.